Event description:
On (B)(6) 2012, biomed reports via phone that staff stated the table top moved longitudinally without pressing the button to initiate the process. This occurred in between cases while the technologist was setting up for the next case. No pt was on the table. No injury involved.

Manufacturer narrative:
Technical support provided customer troubleshooting suggestions including for them to check the foot control for possible treadle pedal depression that would cause table movement. Customer reported they would check and call back. On (B)(4) 2012, product monitoring contacted the customer who reported they were never able to confirm the reported issue. They performed a preventive maintenance on the system and no issues were identified. The system remains fully functional and was returned to full service by customer.